Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead was replaced due to low out of range pacing impedances. The explant and event dates provided do not make sense, so they were left off of this report.

Manufacturer narrative:
Upon receipt the lead was found cut approx. 14 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. The inspection of the lead revealed a damaged insulation approx. 19 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. These findings can be considered as the root cause for the observed low out of range pacing impedance measurements mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.